Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances reaching 127 ohms due to suspected calcification. No adverse patient effects were reported. This lead remains in service.